Event description:
Elderly male with history of left lower extremity pseudoaneurysm. While having an endovascular repair of the pseudoaneurysm, the device, pro-glide, would not extract from the vessel. The catheter broke in 2 pieces causing the patient to be put to sleep and 2 counter incisions to extract the pieces, 250 cc of red blood cell's given and admitted overnight. Hemoglobin and pain stable, cleared for discharge the next day.